Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause was due to mishandling by the user as the cleaning was not carried out according to the instruction manual. The instructions for use (IFU) provides the following guidelines: failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting infectious agents from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. ¿ all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and / or operators performing the next procedure with the endoscope.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that when the customer pre-cleaned the evis exera ii ultrasonic bronchofibervideoscope, the balloon was removed and the scope was wiped down with a detergent soaked sponge. The customer then cleaned the scope with a detergent for thirty (30) seconds and performed suction air for ten (10) seconds. The ess reviewed cleaning, disinfection, and sterilization for the device. The customer acknowledged understanding of the reprocessing steps. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service for the evis exera ii ultrasonic bronchofibervideoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scope was being reprocessed incorrectly. No patient involvement was reported.